Event description:
It was reported that (4) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the endopath endoscopic multifeed stapler staples will not close. Also the device only had 2 clips and jammed staples. Another instrument was used to complete the case. There was no consequence to the pt.